Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported high drain 103 alarm was confirmed for the criteria of iipv. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of high drain 103 (iipv-adult). The assignable cause was undetermined.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 103 alarm during the start of therapy on the homechoice machine(hc). The home patient(hp) stated they had chest pains last night and they stopped therapy in order to go to the emergency room. The hp stated the emergency room was unable to determine the cause of the chest pains. The technical service representative(tsr) assisted the hp to clear the alarm and continue therapy per their request. On 04 jan 2013 product surveillance contacted the facility and spoke with peritoneal dialysis (pd) nurse. The nurse reported that the patient's chest pain was not related to the homechoice device or pd therapy. The patient's chest pain has resolved. No further information was given at this time. On (B)(6) 2013 product surveillance contacted the facility and spoke with pd nurse. The nurse reported that the patient's chest pain was not related to the homechoice device or pd therapy. The patient's chest pain has resolved. No further information was given at this time. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.